Event description:
Aventis case ID: (B)(4). Initial information for this spontaneous case was received from a physician on feb-13-2008: the physician reported that he has two patients that developed nodules under eye area in first 8 weeks after treatment. No further medical information reported. This is patient 1 of 2 (see case (B)(4) for the second patient.)

Manufacturer narrative:
Additional information for sculptra (lot #/ expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. See scanned pages.